Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was receiving 2000 mcg/ml of baclofen at 760 mcg/day via an implantable pump for intractable spasticity. On (B)(6) 2020, it was reported that the past several refills had been inaccurate by "as much as 8-9cc." According to the rep, there was no documentation of inaccuracies. No environmental/external/patient factors that might have led or contributed to the issue were reported. During the patient's scheduled pump replacement on (B)(6) 2020, the actual reservoir volume was 36.5cc and the expected residual volume was 34.9cc. No signs or symptoms were reported by the patient. The pump was replaced and the rep was to return the pump for evaluation. The issue was considered resolved at the time of the report. The patient's status was listed as "alive-no injury." No further complications were reported. Additional information was received from the healthcare provider via a device manufacturer representative (rep) on (B)(6) 2020. It was indicated that reason for the pump replacement surgery was due to normal end of service and there were no indication of any other issues. It was reported that the cause of the volume discrepancy was unable to be determined. The rep stated that the pump would be returned for analysis. No further complications have been reported.